Event description:
It was reported by customer that he had been hospitalized for low blood glucose levels. Customer stated low blood glucose level was caused by the use of manual insulin injections. Customer's blood glucose level was 169 mg/dl at time of reporting. Customer declined further troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).